Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported previously experiencing off and on chest pains acid reflux and headache over past 2 weeks. Patient believes these symptoms could be caused by cassette; not currently experiencing these symptoms resolved; exact date of onset or resolution unspecified. The patient did not have a backup product they were able to switch to. The patient was able to successfully continue their therapy, but with impacted cassette. Informed patient to seek emergency medical care if symptoms return or worsen and was advised to let them know if she is going to the hospital so they can update them on dosing if needed. The pharmacist notified the doctor. No additional info at this time. No patient injury was reported. No additional information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. B3: unknown; no information has been provided to date.